Event description:
Related manufacturer reference number: 3006705815-2022-16883. It was reported that patient had multiple falls and the leads had migrated. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that both leads were explanted and replaced. Effective therapy was restored.